Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluation: the endoplege catheter was evaluated by engineering in edwards (B)(4) on (B)(4) 2011. The introcsc is built at edwards (B)(4) and sent to (B)(4) to be kitted with the ep during packaging. Since the lot number of the ep and introcsc are not known a device history record review could not be performed. Visual inspection of the sheath introducer revealed that there were several kinks on the sheath close to the hub. The sheath is flattened in the center as if it was clamped and is curved. The ep catheter tip that was returned measured 1.25 inches in length and had wire protruding from its proximal end. This wire is used to build the shaft of the cannula in a continuous winding process. The remaining portion of the cannula was not returned. It is possible that the tip got separated from the rest of the catheter when it was being pulled out of the sheath as excessive force may have been required to overcome the constrictions caused by the kinks and flattening of the introducer sheath; or the sheath may have been clamped with the catheter in it when the surgeon 'retracted the catheter in the introducer and left it there'. The separated tip was retrieved for the introducer sheath, indicating that the tip got separated from the rest of the catheter when it was in the introducer and not in the body of the patient. The tip retrieved from the introducer is 1.25 inches in length which corresponds to the length between the distal tip of the introducer sheath and where the sheath is flattened. Each customer experience report is thoroughly reviewed to ensure appropriate risk control measures are in-place via in-process inspection procedures and the IFU. The root cause of the complaint could not be determined. Since this is an isolated incident a CAPA is not required. Trends will continue to be monitored on a monthly basis and if further action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional information: lot # from report was discovered in the deco paperwork. As a result, a device history record review was performed. Endoplege lot 818578: a device history record review was completed for this lot and this device met all specifications upon distribution. Mfg date: 02/17/2011; expiration date: 07/01/11. (B)(4). A device history record review was complete for these lots as well and these devices met all specifications upon distribution. No change to root cause analysis based on additional information.

Event description:
It was reported that dr. (B)(6) (anesthesiologist) was in charge of the placement of the endoplege catheter for a minimally-invasive mitral valve replacement that was performed by dr. (B)(6), and converted to a sternotomy due to other purposes. The patient had an uncommon anatomy of the right atrium that was larger than usual. Dr. (B)(6) using tee only for the placement, thought that the catheter was at the right position. As bleeding occurred at the junction of the stylet and the stopcock, he decided to remove the stylet and cap the stopcock. A few minutes later, they did not have a good pressure and realized that the ep catheter was not well positioned. Dr. (B)(6) started to manipulate the ep catheter again for app. 20 minutes, but as the stylet was removed, it was hard to manipulate (not rigid enough). They could not put the ep in place again and decided to go with antegrade cardioplegia only. At this point, dr. (B)(6) retracted the catheter in the introducer and left it there. As he could not get a pressure from the side port, he pushed the catheter a bit more in the patient (app 20 cm of entry) and then the procedure started. At the end of the case, dr. (B)(6) removed the ep catheter and it came back with a missing portion: the full portion from balloon to tip. They had to palpate the right atrium to find the tip of the catheter: they could not locate it. At this point they thought the tip was gone in the pulmonary circulation. They closed the patient and the patient went to the ICU. The day after, they did a pulmonary radiography to the patient and located the tip in the introducer that was still in place. They removed the introducer and found the tip still stuck in it. They threw away the rest of the catheter but saved the tip and the intro for product evaluation. The anesthesiologist is very confident that the balloon was fully deflated when he pulled on the catheter the first time to remove it from the patient body.